Event description:
It was reported that an asymptomatic patient presented in hospital for a right ventricular lead extraction due to lead fracture. The lead fracture was discovered in-clinic when the patient received a vibratory alert. Upon interrogation, the lead exhibited high impedance. The patient was stable during and post procedure.